Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed a total of three times. While checking release criteria after the third deployment the physician noted that there was a thrombus present. The physician aspirated to remove the thrombus out of the patient. No other thrombus was seen on the echocardiogram imaging following aspiration. The patient was given additional heparin and the procedure was continued. The release criteria were all met and the closure device was implanted successfully in the laa of the patient. After release the system was removed from the patient and a string like thrombus was observed on the tip of the core wire. The physician administered an intravenous argatroban after the procedure. The patient did well following these events and was going to be continually observed for thrombus before being discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 35mm watchman flx delivery system with blood in the device. The implant was not received for analysis. The hub, shaft, tip and core wire were visually, tactilely, and microscopically examined. Inspection of the device revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The distal marker band was flattened, and the sheath was flattened from the tip to 20cm proximal of the tip. Inspection of the remainder of the device found no other damage or defects.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed a total of three times. While checking release criteria after the third deployment the physician noted that there was a thrombus present. The physician aspirated to remove the thrombus out of the patient. No other thrombus was seen on the echocardiogram imaging following aspiration. The patient was given additional heparin and the procedure was continued. The release criteria were all met and the closure device was implanted successfully in the laa of the patient. After release the system was removed from the patient and a string like thrombus was observed on the tip of the core wire. The physician administered an intravenous argatroban after the procedure. The patient did well following these events and was going to be continually observed for thrombus before being discharged from the hospital. It was further reported that the patient had no other issues post procedure and has since been discharged from the hospital in good condition.